Event description:
A medtronic representative reported that the stealthstation s7 system became unresponsive while loading exams and when power cycling the system. Through trouble-shooting with medtronic technical services, the system was soft booted to re-launch the software and continue. This was during set up of the system for a demonstration. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement computer shipped to site (B)(4) 2012. Medtronic investigation of returned part finds the computer is fully functional; no faults encountered and system performs as expected. Software has not been evaluated as of the date of this report.